Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no ultrasound image due to faulty patient board set. In addition to the reportable malfunction, the following were noted: worn out video connector latch, causing poor connection with pigtails and an old software version for which an update was recommended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was an image issue with the evis exera iii video system center where most of the display comes through it, but the ultrasound will not. The issue was found during operational checks of equipment in preparation for use. There was no procedural impact, as the use of the affected device was limited to the operational check and was not scheduled for procedural use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.